Event description:
It was reported that the implantable pulse generator (ipg) would not provide a longevity estimate when interrogated. Intermittent capture and a high threshold measurement were also exhibited on the right atrial (ra) lead. Both the ipg and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 implantable pulse generator (ipg), (B)(6) 2013. (B)(4).